Event description:
Reportedly this device was explanted at implant due to physician having difficulty placing suture into the ring at commissural area. When parachuting device in place, commissural suture pulled through annulus.

Manufacturer narrative:
Difficult to place suture. Device not returned.